Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device's active tip broke off inside the patient and was retrieved. New device was used to complete the case. Patient is stable and was discharged.